Manufacturer narrative:
The electrode remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is february 2, 2016.

Event description:
Boston scientific received information that during defibrillation threshold (dft) testing at the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to induce the patient. The following day, the patient underwent an electrode revision. It was believed the position of the electrode was sub-optimal, as it was too inferior due to the physician's implant technique and patient anatomy. The electrode was moved and new dfts were performed. The patient was successfully induced and the vf converted with a 65 joule shock. No additional adverse patient effects were reported.